Manufacturer narrative:
Analysis of the ins (sn#: (B)(4)) found no significant anomalies. The implantable neurostimulator (ins) passed functional te sting. The ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned extension and good stable output was observed on all electrode pairs. Analysis of the extensions (sn#: (B)(4)) found that it was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. The ins output was tested at the cut end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned extension and good stable output was observed on all electrode pairs. Analysis of the lead (lot#: va1e479) found that the conductors were stretched in the body of the lead; however, electrical testing d etermined that continuity was complete and there were no electrical shorts between the circuits. Analysis of the lead (lot#: va1e479) found that the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Analysis of the burr hole covers (lot#: unknown) found no anomalies. The devices passed all functional testing. Method codes (B)(4) apply to the ins, leads and extensions. Method codes (B)(4) apply to the burr hole covers. Result code (B)(4) applies to the leads, to the extensions, to the burr hole covers, and to the ins. Code applies to all of the devices. Code no longer applies. Conclusion code no longer applies. Code applies to all of the devices.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va1e479, implanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: neu_stimloc_acc, lot# unknown, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an infection and had the entire system explanted on (B)(6) 2017. The issue was reportedly resolved at the time of the report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.